Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the vascular stent was found to be twisted and fractured just after implantation and following post-dilation. An additional stent was placed to cover the fractured stent. No patient injury patient was reported.